Event description:
Following successful placement and deployment of the excluded birurcation endoprosthesis trunk-ipsilateral and contralateral devices, the completion angio exhibited a large, proximal type I endoleak. An aortic extender was placed. However, the endoleak persisted. The physician decided at that point to convert the pt to open surgical repair of the aortic aneurysm. Both excluder devices were retained by the user facility.